Event description:
It was reported that there was a coupling problem and the implantable neurostimulator (ins) may be flipped. The patient had gone to charge their ins for the first time and was having issues; patient was unable to charge battery. The healthcare professional was working with the patient and was unable to get more than 2 coupling boxes and that was with the antenna off of the patient¿s chest and ¿more into his arm pit.¿ they had tried turning the dial but that had not helped, could not get more than 2 coupling boxes. It had been since implant that the patient had only been able to get 2 coupling boxes and took them a long time to charge. The patient typically charged once a week. The patient felt like the stimulator was not working/stopped working. The new ins battery had depleted. The patient was unsure how depleted the ins was when he was charging once a week. The patient had last charged the night prior to the date of this report and it was unknown how many coupling boxes they had had. The recharger showed it was fully charged. Stimulation was off at the time of this report and they never turn stimulation off. There was no lightning bolt in the upper right hand corner of the recharger. They were not yet able to turn the ins on, the ins battery level showed the 1st quarter was currently charging. There was damaged recharger antenna. X-ray imaging was done and they believed it may be flipped. The ins was implanted in the chest and the view was anterior to posterior. The battery was confirmed flipped with x-ray. The cause of the flip was unknown. Interventions included a surgery to flip the battery on (B)(6) 2015. It was unknown if the recharging frequency matched the patient¿s settings. The patient was trained and able to demonstrate effective recharging. Patient¿s device settings were unknown. The cause of the event was not determined. After surgery the patient was able to recharge normally and was receiving effective therapy. The patient had recovered without permanent impairment. No device was returned. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v985514, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v989565, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).